Event description:
It was reported that a patient underwent a cardiovascular on (B)(6) 2023 and suture was used. During the procedure, the suture was broken during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. Additional information was requested, the following was obtained: additional info about 8556h. (The complaint was that the suture was broken during use.) Qty of product involved : 2 => 1. Qty to be returned : 11 => 10. The following is an additional product. Product code : 8556h. The needle was detached from the suture. It was not a control release needle. Lot number : skbezl. Qty of product involved : 1. Qty to be returned : 1. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one needle-suture piece and one detached needle along with one empty labeled winding former that pertain to product code 8556h. The product code is double-armed. In order to evaluate the conditions of the returned sample, no suture remnant was noted on the detached needle. The suture pieces were observed with the extremes cut. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. The condition of the samples received indicates improper handling of the device and per returned conditions of the sample, no functional test was performed. In addition, the other section of the suture was not returned for analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received, one opened box with five unopened samples that pertain to the product code 8556h. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related report: 2210968-2023-05597.